Event description:
Customer reports a 33 yr old female pt developed a small linear phlebitis distribution rash with the first bolus of medication while using an infusor and pt control module. This was followed by a full body rash and broncho-spasm with the next bolus. The device had been filled with cyclizine and morphine that contained a preservative.